Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that contortion stopped aspirating and possible corneal injury, maybe thermal burn during vitrectomy surgery. The surgery completion details were unknown. There was no information about the patient impact. This report pertains to phacoemulsification tip present inside the procedure pak involved in reported events.